Event description:
A report was received regarding needlestick injury that occurred at the user facility. At the conclusion of an infusion the nurse activated the safety feature of the device. The device was not captured and the nurse was stuck by the exposed needle. The clinician is reported to be receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
The suspect medical device was discarded and was not available for evaluation. One unused sample was returned and tested, the device was found to be within specification and functioned as intended. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.